Manufacturer narrative:
The complaint device was returned for analysis. Returned product consisted of an emerge balloon catheter. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Microscopic examination presented no damage or irregularities to the markerbands. Microscopic examination presented no damage or irregularities with the bonds. Tactile inspection and microscopic examination revealed that the outer and inner shafts were torn and bulged 2mm ¿ 4mm distal of the bi-component weld. The damage is consistent with interaction with another device. Microscopic examination presented no irregularities in the shaft material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the hypotube. Microscopic examination presented no damage or irregularities to the markerbands. Microscopic examination presented no damage or irregularities with the coating. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the tear in the shaft wall. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and balloon rupture occurred. A 1.50mm x 15mm emerge balloon catheter was advanced to free a pressure wire stuck in the calcium of a lesion. However, the device also got stuck and the balloon ruptured when removal of the device was attempted. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and balloon rupture occurred. A 1.50mm x 15mm emerge balloon catheter was advanced to free a pressure wire stuck in the calcium of a lesion. However, the device also got stuck and the balloon ruptured when removal of the device was attempted. No patient complications were reported.